Event description:
During CABG procedure, two suture defects were identified. One 6-0 prolene and one 7-0 prolene suture each separated from the needle during use. Both the needle and suture were accounted for, and no portions were retained in the surgical field. Replacement sutures were opened, and the procedure continued without further issues. Pt: 4582. Device: 2907. Ref: mw5188646.